Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2015. The sensor was inserted into the abdomen on (B)(6) 2015. After sensor removal, patient stated that their skin was indented due to the sensor. The indentation on the patient's abdomen did not recover after 10 days and on (B)(6) 2015, patient saw a physician. Physician referred the patient to an endocrinologist 2 days later. An ultrasound was performed 3 days later, which revealed lipid dystrophy from the sensor. At the time of contact, the patient was not experiencing pain but stated that the indentation was permanent. No additional event information was provided.